Manufacturer narrative:
Initial reporter's telephone: (B)(6). Manufacturer year 2010. (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss reviewed the error logs and found no errors.. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a patient experienced zonule dialysis. The surgery center indicated there was low phaco power, causing surgical problems. A description from the surgery center that there was no ultrasound phaco power when enabled which caused the patient zonule dialysis. Surgeon alleges that phaco machine may have switched out of current mode. The surgeon indicated the patient had a very dense cataract and the patient zonule dialysis may have occurred anyway. The phaco unit was checked by phaco specialist and there were no problems found. There have been no problems reported by other surgeons. Although, there were attempts for additional information, no additional information was provided.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.